Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was evaluated and replaced. The system was tested, found to be working as intended and returned to service.

Event description:
The field engineer reported that the system would intermittently not boot. There is no report of death or serious injury associated with the event.